Event description:
The device was used during a laparoscopic colon resection procedure. It was reported by the affiliate that the pin that attached the tissue pad dropped. A new device was introduced to complete the case. There was no consequence to the pt. Add'l info received on 3/11/97. It was clarified that there were no pt consequences.

Manufacturer narrative:
H6; code 100: clamp arm retaining pin, fell out. Based upon inquiry info received, the visual and functional testing, it was found that the clamp arm was disconnected from the lcs and the clamp arm retaining pin was missing. No conclusion could be reached as to the reported incident or why the clamp was disconnected and the pin was missing. Co strives to understand each incident as it occurs in order to continuously improve the product.